Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the hub broke. A percuflex nephroureteral stent was selected for use. During the procedure, upon pulling the string to form the loop, it was noted that the hub broke. The entire drain was pulled out to completely remove the device from the patient. The procedure was completed with an alternative method. No patient complications were reported. However, device analysis revealed that the stent and suture was detached at proximal section.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The stent was returned incomplete for analysis; moreover, it was observed a mechanical cut in the middle section of the stent, and it is possible observed the stent torn created by the excessive handling of the device with the suture. Additionally, the suture was observed detached. No other issues were observed in the devices. Under the microscope it was observed that the stent was detached at the proximal section and the suture also was detached.